Event description:
The customer reported a fluid leak from a coulter lh 500 hematology analyzer instrument. The volume of the leak was approximately 20 ml of cleaner that was not contained within the instrument. There were no errors or system messages that were observed in conjunction with the leak. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with the event. There was no impact to patient results or controls.

Manufacturer narrative:
A field service engineer (fse) found a leak at the main diluter module. The fse replaced the I-beam and brown stripe tubing in the main diluter module, which resolved the leak. The instrument ran without leaks and all repairs were verified per established service procedures. (B)(4).